Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system will not boot. The pt injury was reported.